Manufacturer narrative:
The cutter/burr device has not been received by depuy synthes power tools. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the cutter/burr would not "pass through the attachment and lock." The cutter/burr device was being used in surgery. The reporter was unable to identify the type of surgery. No injuries or medical intervention were reported. There was no additional information provided.